Manufacturer narrative:
The device inspection performed by an arjo representative revealed that the hinge on the left side was broken, the backrest was warped, and the backrest actuator was malfunctioning. During the inspection, it was also noted that some components were missing: the pressure spring from the hinge and the backrest gas spring. The reasons for their absence remain unknown. The observed damages suggest that mechanical force may have been applied to the backrest during its lowering. The backrest might have been obstructed by an obstacle (e.g., windowsill, room equipment). This scenario appears to be the most likely, although it was not confirmed by the facility staff, who assured that they checked for any obstructions when a loud cracking noise was heard and found none. The instructions for use dedicated to enterprise 9000x (746-591-en) warn: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." During the repair, it was also noted that the backrest gas spring and the hinge pressure spring were missing for unknown reasons. A full bed evaluation could not be performed. It remains unclear whether the bed met the specifications at the time of the event or if the components were damaged and removed by the customer. The bed had been serviced several months before the event and met the specifications at that time. To sum up, based on the information gathered during the investigation, the exact cause of the event could not be determined. Although no use error was confirmed, the customer was retrained how to use the device. Arjo device failed to meet its performance specification since several components were damaged. The complaint was deemed reportable due to the hinge breakage during use of the bed with the patient.

Manufacturer narrative:
The device inspection performed by an arjo representative revealed that the bed had normal signs of use. The hinge on the left side was broken, and the upper frame was warped. The investigation is ongoing and further information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of an event involving an enterprise 9000x bed. It was reported that a patient was lying intubated in the bed and the upper part of the patient's body was raised. The nurse wanted to flatten the bed as a part of a nursing procedure. During the first downward movement, the bed made a loud cracking noise. The nurse then checked to see if anything was blocked or if there was any obstruction, but nothing was detected. The nurse then continued lowering the headboard section of the bed, and shortly afterward the bed's hinge broke and the inner spring popped out. The patient was then moved to another bed. No injuries were reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.